Event description:
It was reported that the case of the external pulse generator was broken, that six of the seven case screws were missing, so the case halves would not stay together. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case was broken and that six case screws were missing. Analysis also found the upper case, ring cover, heart block, heart wire contacts, lead flex cover and battery release contaminated, one side bail cover and side bail missing, one side bail cover and the battery drawer broken, the battery contacts compressed and the keyboard torn. (B)(4).